Manufacturer narrative:
A titan touch pump and two cylinders were received for analysis. A separation was observed within partial separations within abrasion in the longer pump exhaust tubing, indicating repetitive contact between surfaces. Testing revealed this to be a site of leakage. Microscopic evaluation revealed surface abrasion on both pump exhaust tubing, and all pump strain reliefs. Microscopic evaluation revealed surface abrasion on the strain relief of cylinder 1 and of cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product and recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the pump exhaust tubing may have been overlapping while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the longer length pump exhaust tubing at this site. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a tubing fracture occurred near the pump. The device was replaced.